Event description:
The customer's mother reported his blood glucose measured 269 mg/dl at 11:23 pm, 258 mg/dl at 11:33 pm, 257 mg/dl at 12:24 am, and 223 mg/dl at 2:02 am with no boluses reported. At 2:09 the pod was deactivated and he noticed the cannula was bent.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.